Event description:
The customer reported that when the magnet is removed, the alarm will sound and then stop. Also, the customer reported that when they tested the alarm another time and the magnet was removed, the alarm did not sound. The customer reported that the alarm has power and the mode was set on voice and tone. The customer did not provide the date when this was discovered. There was no other damage reported by the customer. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found that there was no sound when the magnet was removed from the magnet plate. During one test, the alarm sounded for a split second when the magnet was removed, then it stopped. There was no physical damages found to the alarm. Note: the instructions for use has a warning statement: to reduce the risk of serious injury or death, always follow these steps before leaving pt unattended. Check that the alarm is "on" and in monitoring mode (monitoring indicator led is flashing green). Cord clip is securely fastened to clothing out of the pt's reach. Clip lock is engaged. Magnet cord is not tangled, and is the right length for safe monitoring. Alarm activates each time your remove magnet from face of alarm. Reattach magnet to resume monitoring. If alarm fails to activate, inspect magnet and check all connections. Do not leave a pt unattended unless the alarm activates each time the magnet is removed from the face plate. (B)(4).